Manufacturer narrative:
(B)(4). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced a defective cassette while performing therapy on their homechoice device. The specific problem with the defective cassettes was not reported. It was reported that when the defective cassettes were replaced, the homechoice started working properly. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time. This is report 2 of 2 involved in this event.